Event description:
It was reported that the intellivue mp40 showed a speaker malfunction error. No sound was coming from the device. The device was in use at time of event, there was no adverse event reported.